Manufacturer narrative:
Additional information: the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Infection, sepsis, stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the family refused an autopsy, so the pump was not explanted.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 69 days. The device is expected to be returned for analysis. It has not been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency room on (B)(6) 2015 from an outside hospital with a 3 day history of fevers and a positive blood culture. Repeat blood cultures on (B)(6) 2015 revealed a preliminary report of staphylococcus aureus. The source of the infection was unknown. The patient received zosyn and vancomycin and was admitted. The patient's temperature was reportedly 103 f when at home and 96.7 f on (B)(6) 2015. On (B)(6) 2015, the patient was evaluated for new mental status changes and relative hypertension. On examination, the patient had marked right-sided weakness compared to the left side, and left gaze deviation. It was reported that there was concern for an acute stroke, possibly an embolic phenomenon given his new bacteremia of unknown source. A CT scan showed a large, bilateral occipital intraparenchymal hemorrhage with layering, worse on the left than the right, with ventricular compression. It was reported that the patient was not a candidate for neurosurgery. The patient expired on (B)(6) 2015.